Manufacturer narrative:
Novocure opinion is that the contribution of the transducer arrays to the skin swelling that required medical intervention cannot be ruled out. Swelling is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 35-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, novocure was informed by the patient's mother that the patient presented to the hospital due to a head skin swelling and received betamethasone. Optune gio therapy was temporarily paused.